Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery can't charge. There was no report of patient involvement.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:1218950-2016-01621 was submitted.